Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced hemolysis and hematuria. Fluids and repositioning were attempted to address the issue, but did not resolve the hemolysis. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation into the hemolysis has been completed. The impella device was not returned for evaluation. The most likely cause of the hemolysis was not determined. This report is being filed as part of a retrospective review of historical records.